Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision; bi-lateral; right asr xl acetabular system; date of revision: (B)(6) 2011. See (B)(4) for left revision. Bilateral - see (B)(4) for left hip. Update: added product and amended original surgery date and revision date. Received: september 21st 2012. Reason(s) for revision: unknown. On 31 march 2015 - update - rcvd reason for revision: elevated metal ions, pain. On 15 april 2015 - update - rcvd stem and correct revision date.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint ¿ asr revision bi-lateral right asr xl acetabular system date of revision: (B)(4) 2011 see dint (B)(6) for left revision. * bilateral - (B)(4) for left hip* update: added product and amended original surgery date and revision date. Received: (B)(4) 2012. Reason(s) for revision: unknown (B)(4) 2015 - update - rcvd reason for revision: elevated metal ions, pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.